Manufacturer narrative:
Block h6: medical device code a0406 captures the reportable event of stent material deformation, inside the patient. Block h10: the returned percuflex ureteral stent was analyzed, and a visual evaluation noted that the stent buckled and accordion along the shaft. Additionally, the positioner was returned and is in good conditions, however their suture was not returned. During the magnification, it was observed closely that the stent was buckled accordion. And the renal coil was kinked in the side port holes. No other problems with the device were noted. The reported event was confirmed. Based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. According to all gathered information and evidence of the renal coil kinked and stent shaft buckled accordion. It is possible to conclude that most likely that the issue of kinks was caused due to an excess of force applied to the device when it was tried to be inserted over the guide wire, such as the handling of the device during the setting up could have contributed to the issue. For the buckled accordion, it is most likely an interaction of the device between the positioner and the guide wire, such as excess of force applied over the device during the preparation could have generated this failure, at the same time these failures could lead to the stent or delivery system. Difficult to advance. Consequently, affected the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. Block h11: block e1 initial reporter first name and last name has been corrected.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used during a trans vesicoureteral stenting procedure in the kidney performed on (B)(6) 2022. During the procedure, it was noted that the stent was too soft. It was reported that when the stent was placed through the guidewire, it became kinked and could not be placed. The procedure was successfully completed with another percuflex ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the stent was buckled, therefore this event has been deemed an MDR reportable event. Please see block h10 for full investigation details.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used during a cystectomy procedure in the bladder and ureter performed on (B)(6) 2022. During the procedure, when attempting to advance the stent, it was noticed to be twisted, and could not be advanced. The procedure was successfully completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.